Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer's current blood glucose value was 400 or 500 mg/dl. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) 2017 and (B)(6) 2018. The blood glucose value when admitted to hospital was 400 mg/dl or 500 mg/dl. The customer complained about high potassium and some ketones and all electrolytes were not talking in body. The customer was wearing the pump at time of hospitalization. The product was not returned for analysis.